Manufacturer narrative:
Event summary: it was impossible to investigate the reported ¿balloon shape issue¿ as the balloon catheter was not returned for investigation. Replacing the catheter resolved the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon shape was unequal distance from the axis and a guidewire lumen kink. The balloon catheter continued to be used. The procedure was completed with radiofrequency (rf) ablation. No patient complications have been reported as a result of this event.